Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a replacement pump to be sent while the customer used multiple daily injections as a backup therapy.